Event description:
Rn drawing insulin into new syringe. Particulate matter found in syringe. Insulin was not administered, no harm to patient.====================== health professional's impression======================unknown